Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not returned, investigation was carried out based on the available information. However, the root cause could not be identified. Based on the results of the investigation, it was surmised that phenomenon (no image is displayed on the monitor) occurred due to faulty board. The malfunction was not caused by a misuse of users. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. In speaking with olympus technical assistance support (tac) via phone, the customer stated that the switch or power button worked as he tested with a multimeter, but it does not display an image. The customer stated that the board might be faulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the lcd monitor does not display an image. There were no reports of patient harm.